Event description:
Healthcare professional (hcp) reports clotting of psn membrane during acute hemodialysis treatments. Hcp reports many of the patients do not receive any heparin during the dialysis treatment. In place of heparin, the dialyzer is flushed every 1/2 hour with 100cc of normal saline. The average blood flow rate reported is 400-500cc/minute. At the time of the reported incidents, the dialysis treatment is discontinued and resumed with a new dialyzer. No pt injury or medical intervention reported per hcp.